Manufacturer narrative:
The device was returned, and the reported event was not confirmed. The evaluation found white residue inside the air/ water channels, white residue inside the auxiliary channels, and white residue inside the air/ water cylinder.

Event description:
It was reported the colonovideoscope exhibited error code 315. The issue occurred during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to fields d8, h3, h4, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint error message e315 was not confirmed. However, the following reportable malfunctions were found during device evaluation: there was white residue found inside the air/water channels, the auxiliary channels, and the air/water cylinder. The legal manufacturer was unable to confirm whether the customer's reprocessing steps were deviated from the instructions for use. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. In addition, the foreign material residue point was not damaged. A definitive root cause cannot be determined. Based on the results of the investigation, it is likely the following led to the malfunction: ¿ for suggested event 1 - error message e315: conduction failure due to water invasion of scope connector. ¿as for the foreign materials found in the air/water channel, auxiliary channel, and air/water cylinder, the root cause could not be determined. The event can be detected/prevented by following the instructions for use: ¿ for event 1 - error message e315: chapter 3 preparation and inspection the equipment prepared before using this endoscope and procedures for inspection of the endoscope and equipment are described in this chapter. 3.1 the workflow of preparation and inspection the workflow of preparation and inspection is shown below. Before each case, prepare and inspect this endoscope as instructed below. Inspect other equipment to be used with this endoscope as instructed in their respective instruction manuals. Should any irregularity be observed after inspection, follow the instructions as described in chapter 5, ¿troubleshooting¿. If the endoscope malfunctions, do not use it. Return it to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Warning using an endoscope that is not functioning properly may compromise patient or operator safety and may result in more severe equipment damage. ¿¿ for event concerning foreign material: instructions of detection method is described in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Instructions of preventive measures are described in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.